Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As reported initially via telephone thru patient oriented program on (B)(6)2017, the patient experienced burning on both of her eyes after putting an unknown contact lenses that was cared with care clear plus. The patient added that she followed the procedure described on the package and she eventually scheduled an appointment with an eye care provider (ecp). Due to the product being strong, it burned the lens and her eyes apparently leading to multiple physician visits and surgery. In addition to that, eye redness was also noted. No further information regarding this event could be obtained.